Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a guidewire got damaged as the physician curved the tip. A new guidewire was used and the impella cp was placed without any issues. No patient harm was reported.